Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 04/042016: the device was returned to animas and evaluated by product analysis on (B)(4) 2016 with the following results. No defects, cracks, or other damage was found either on the battery cap or the pump casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Upon review of the complaint record, it was noted that the reporter had stated the pump damage was caused by a dog chewing on the pump.